Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported her freestyle freedom lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port resulting on a blank screen. The customer was reportedly unable to test and delayed her treatment as she did not take insulin. The customer reported she experienced symptoms of dizziness, diaphoresis and cold, and drank water to alleviate her symptoms. The paramedics were called, obtained a reading of "22 mg/dl" and an unspecified medication was administered; the customer thought it was an intravenous saline solution. In addition, the customer was transported to a hospital, diagnosed with hyperglycemia and pancreatitis, and according to the report, her blood glucose level was in the 800's mg/dl. The customer was reportedly treated with "IV insulin and IV morphine" during hospitalization. There was no report of death or permanent impairment associated with this event.